Event description:
It was reported that the handpiece was smoking. At this time, it is unk if there was pt involvement or adverse consequences associated with this event. Multiple attempts to gather add'l info from the account were unsuccessful.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after quality investigation is complete.